Event description:
Lead was implanted for LBBAP on (b)(6) and it dislodged next day. Re-operation was done to re-position the lead but it dislodged again next day. Helix was found to be bent during the re-operation on (b)(6) and the lead was replaced with a new one.

Manufacturer narrative:
Combination Product: YES. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.